Manufacturer narrative:
Sensor 0m0001f013r has been returned and investigated. Visual inspection has been performed and no issues were observed. The sensor plug was properly seated in the mount. No applicator or sensor pack has been returned. Extended investigation has also been performed. Data was extracted using approved software and visual inspection was performed on all returned pucks, and no anomalies were found. A review was performed to check for potential issues relating to sterility or endotoxin levels, focusing on environmental monitoring data from third party manufacturers (tpms), final product bioburden and endotoxin levels, and sterilization dose audits. No adverse trends were identified, and no evidence was found to indicate that product manufactured during this period was subjected to any atypical conditions relating to sterility or endotoxin levels. The extended investigation showed all processes were effective and did not find any abnormalities with the units. The complaint is not confirmed. Complaint data analysis has been reviewed for this product and issue. Review of freestyle libre sensors show no adverse trends have been identified. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event.

Event description:
Customer reported experiencing an infection with use of an adc freestyle libre sensor. Upon removal of the sensor, customer reported he "noticed the wound was very angry and had a small amount of white puss coming out of it." Customer self-presented to an urgent care clinic and was prescribed flucloxacillin antibiotic and advised to follow up with his general practitioner. Two days later, customer had contact with his general practitioner and was prescribed clarithromycin (biaxin) antibiotic for treatment of the sensor site as the customer reported the infection was not getting better after the initial visit to the urgent care clinic. The customer reported finishing the antibiotics and being "given the all clear." There was no report of death or permanent injury associated with this event.